Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was unknown and blood glucose was 68 mg/dl. Customer indicated that the sensor cannula appears to be shorter than normal. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to return sensor and will call back if any further questions of if any issues persist.